Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a lunch meal announcement the dose was perceived as insufficient, leading to hyperglycemia, and the user asked whether to eat more and make another meal announcement; the user was advised to follow training guidance and allow the system to bring glucose back toward target if more than 30 minutes had elapsed. Symptoms included elevated blood glucose with a reported peak of 264 mg/dl and no acute clinical effects. Outcomes included approximately one hour above target, no hospitalization, no professional medical intervention, no ketone testing, and use of backup therapy to address the high glucose. Investigation included review of user report and troubleshooting with education regarding correct meal announcement practices. Investigation of this case revealed use-related error related to incorrect meal size selection or timing rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique.